Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application experienced a crash in session, during atrial lead testing while both analyzer and device interrogation were open. The mobile programmer remains in use. No patient complications have been reported as a result of this event.